Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the datasets, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) powered up with electrical failure #42. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h4, h6(investigation type), h10, h11.corrected fields: d1, d5, g1(contact person), h6(component codes).

Event description:
N/a.